Event description:
According to the rptr: procedure: lap chole. During surgery, the insulating part of the device charred the liver tissue. The size of the burn was not reported. Another device was used after the issue was noted. A spark had been seen at the time of the burn. No further clinical treatment or pt info was reported.

Manufacturer narrative:
(B) (4).